Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that there is insufficient information provided to conclude what the hazard/hazardous situation/failure of the device was that could have led to the reported revision and further patient impact cannot be determined. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a primary tkr surgery was performed in an unspecified year in the 90's, the patient experienced unknown symptoms/conditions. This adverse event was treated with a revision surgery in 2002, in which an unknown genesis ii oxinium macro texture porous femoral component was exchanged to a cemented genesis ii cocr femoral component.

Manufacturer narrative:
H10: internal complaint reference (B)(6). B3, d6b - exact date of explantation is unknown; revision surgery was conducted back in 2002.